Manufacturer narrative:
Correction: there was no viral inner ear infection during device use, as per previously reported. The infection occured before the device implantation. Per the clinic, the patient experienced vertigo, vomitting, nausea, shocking sensations and unbearable loud sounds with the device use. Subsequently, the patient was treated with high dose of steroids (type, date and duration not reported). The implanted device remains.

Event description:
Per the clinic, the patient experienced a performance decrement with the device subsequent to a viral inner ear infection. Additional information has been requested but has not been made available as of the date of this report.